Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: (b)(4)Manufacturing Site: (b)(4)

Event description:
It was reported on (b)(6)2026 that the patient did not select insertion site as per the IFU (Instruction for use) which led to high blood glucose level. The patient managed high blood glucose level with correction bolus via pump.